Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)()4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts along the distal half of the stent were damaged and stretched so that the stent was located 5 mm distal to the distal end of the distal markerband. However, it was noted that the proximal end of the stent was in place. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The bumper tip of the device showed no signs of damage. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. In addition, the inner was kinked at 8 mm proximal to the bi-component bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). Following the use of a 1.25 and 1.5 rota burr to open up the target vessel, a 2.75x28mm promus element ¿ drug-eluting stent was advanced but failed. The physician then pre-dilated the vessel with high pressure balloon and advanced the device again, but still failed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Patient was discharged after two days. However, returned device analysis revealed stent damage.